Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion), (unknown cause of event). Evaluation, conclusions: (unknown cause of event).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a fusiform thoracic aortic aneurysm at zone 3. Healthy blood vessel at proximal side: 32mm, distal side: 30mm. Aneurysm length: 58mm. Length between distal of the aneurysm and celiac is.: 26mm. It was reported that after the stent graft was placed in the patient, there was a proximal type 1 endoleak confirmed, but it resolved with ballooning. At a later unknown date, the patient presented with chest pain and an exam was performed. The physician suspected a rupture and performed an emergency tevar. The patient showed an endoleak or a rupture and an additional procedure was performed overnight. The physician performed an lsa-rsa bypass to cover the lsa with the stent graft. The procedure was completed with no further trouble. The physician commented that he suspected a type ia endoleak. No additional clinical sequelae were reported and the patient is fine.